Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Powercross was inflated in a stent. The powercross reached 8 atm and burst. It is reported that when the technician removed the device from the patient, a hole was noticed in balloon. Another balloon was pulled and inflated instent to maximize luminal gain. No patient injury reported. Evaluation summary: the powercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. The powercross catheter was received in a post-inflation profile: not tightly wrapped or winged. Sanguine material was noted within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine particulates and sanguine tinted fluid was observed exiting the distal tip of the catheter. A 0.018in guidewire was loaded through the distal tip with ease. The length of the catheter was examined: no abnormalities or deformities were noted. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and the balloon was gently inflated: a pin hole leak was noted a proximately in the middle of the balloon.